Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch batch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The distal tip partially detached, approximately 2.0cm measured. Evidence of corewire fractured was found. All the outer diameter (ods) taken were compared and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guidewire tip separation occurred. During a percutaneous transluminal angioplasty (pta) procedure in the external iliac artery, the physician inserted a 4 french sheath, then a v-18 control wire was introduced. When the guide wire was torqued, it went subintimal and broke at the 4cm tip. The physician attempted to remove the guide wire with a loop wire to grasp the tip, but he was unsuccessful. The tip remains in the subintimal artery of the patient. The procedure was completed with another of the same device. There were no further patient complications and the patient's condition is good.

Event description:
It was reported that a guidewire tip separation occurred. During a percutaneous transluminal angioplasty (pta) procedure in the external iliac artery, the physician inserted a 4 french sheath, then a v-18 control wire was introduced. When the guide wire was torqued, it went subintimal and broke at the 4cm tip. The physician attempted to remove the guide wire with a loop wire to grasp the tip, but he was unsuccessful. The tip remains in the subintimal artery of the patient. The procedure was completed with another of the same device. There were no further patient complications and the patient's condition is good.